Manufacturer narrative:
One tactisys¿ quartz ablation system was received for analysis. No accessories or original packaging was available for inspection. A visual inspection of the returned tactisys quartz contact force module indicated no physical damage on the external casing, connectors or switches. It was also verified that all markings, labels are intact, legible and correctly orientated. The returned tactisys quartz module initialized correctly upon successful completion of the hardware self-test. The network connectivity with the host system was temporarily established and real-time visualization of the contact force signal was displayed during the start of the evaluation period. Multiple and repeated communication interrupts were then observed, which confirmed the reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event was isolated to abnormal functionality of the single board computer.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure the tactisys would no longer communicate with the system and troubleshooting could not resolve the issue as the power port appeared damaged. The patient was already prepped for the procedure when the case was cancelled. There were no adverse consequences to the patient.